Event description:
When attempting to turn the machine on or off, the switch sticks. If it is on, either have to unplug the machine from the wall to turn off the machine or use extreme force to push the switch to the off position.======================manufacturer response for aspirator, (brand not provided) (per site reporter).======================facility was instructed to replace the on/off switch.